Event description:
The resident was being transferred from the supine gurney to the bed. The lift was stationary and elevated when it fell face-forward, causing the pt to fall. No injuries were reported.